Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000 door was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device door 2 opened for the return of 3 vials of medicine, but the screen jumped to the patient list, and the return transaction was not registered. The technical support specialist stated that the employee tried to issue 1 vial of medicine without logging out, but the app froze on the count back screen momentarily. The tss mentioned that the door 2 did not open, and the screen jumped back to the home screen, although the return transaction was registered. A few minutes later, door 2 opened when the customer cycle counted both items, generating discrepancies. The tss confirmed in med bank myqlink transactions for door 2 that there was no record of the return. The tss confirmed the issue was related to a product issue, where a failed timeout brought the user to the home screen rather than exiting. The next issue attempt resulted in no screen progression or hardware opening. The tss tied the case to the product issue for development. The system functioned as intended after the technical support specialist tested the device